Event description:
The attending physician reported that this catheter could not maintain the shape of the curve when deflected after being in use for some time. It is not likely that the patient's anatomy contributed to the malfunction. A new optima catheter was handed over and the problem was resolved. No harm came to this patient.

Event description:
The attending physician reported that this catheter could not maintain the shape of the curve when deflected after being in use for some time. It is not likely that the patient's anatomy contributed to the malfunction. A new optima catheter was handed over and the problem was resolved. No harm came to this patient.